Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to 17.4 mmol/l (313.2 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the insertion site (abdomen), the patient reported being able to see the hard needle not fully retracted and the cannula being bent. As treatment, a new pod was placed and a correction bolus was given.